Manufacturer narrative:
There was no product malfunction found during testing, or during a review of alarm logs. A philips field service engineer (fse) tested the bedside monitor by triggering a vtach alarm and other alarms; in all cases monitor alarm properly. The fse tested alarm suspension mode, and exactly after 3 minutes, the monitors started alarming again at both bedside monitor and central station. Alarm logs were sent to philips, and were reviewed by a complaint investigator (ci). The alarm logs show that the arrhythmia alarms had been turned off on (B)(6) 2018 at 23:17. There is no indication that the arrhythmia alarms were turned on at a later time; only red alarms for desat were seen, after the arrhythmia alarms had been turned off. The device remains at the customer site. No further investigation is warranted at this time.

Event description:
The customer reported that on (B)(6) 2018 between 12pm to 5pm, a patient experienced vtach, but the central station (piic) did not alarm. The patient was in room 537b in unit 5 north west. The patient died.